Event description:
It was reported that the patient received an inappropriate therapy. It was noted the patient has a small r wave amplitude with t-wave oversensing (twos). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a lead impedance out of range alert. (B)(4) lifetime v-sic are recorded beginning 21 apr 2014. An out of tolerance (oot) subthreshold lead impedance alert occurred on (B)(6) 2014. There are 2 non-sustained tachycardia (nst) events of less than 220 ms v-v cycle recorded beginning (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy. It was noted the patient has a small r wave amplitude with t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).